Event description:
Boston scientific received information that the patient was admitted to the hospital for episodes of syncope. Patient is pacer dependent. During the device check, a loss of capture on the right ventricular (rv) lead was observed, however impedance and pacing threshold measurements were stable. The battery status displayed elective replacement time (ert). A device routine device change out was performed and the right ventricular (rv) lead was capped. A new device and lead were implanted successfully. There were no additional adverse patient effects reported.

Manufacturer narrative:
The explanted device will be returned for analysis. The right ventricular (rv) lead remains implanted and surgically abandoned. Once the device analysis has been completed this report will be updated.